Event description:
Reportable based on device analysis completed on 05-sep-2018. It was reported that the catheter failed to advance, became kinked and the tip became damaged. The target lesion was located in the right radial artery. A 6f guidezilla ii guide extension catheter was selected for use. During the procedure, it was noted that the guidezilla ii would not advance and became kinked. Another of the same device was opened and used; however, the second guidezilla ii still would not advance more than halfway. When the device was removed, it was noted that the radial collar became damaged. The procedure was completed with a different device. No patient complications were reported. However, device analysis revealed a partial separation of the shaft material at the collar. Returned product consisted of a guidezilla guide extension catheter. The hypotube, collar, distal shaft and tip was microscopically and tactile inspected. Inspection revealed tip damage (flattened), shaft damage (flattened for a length of 92 mm), a kink in the distal shaft located 2mm from the collar, and a partial separation of the shaft material at the collar. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.